Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began approximately 2 months prior to contacting lfs around 8 a.m. The patient reported managing her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management, due to the alleged issue starting. The patient claimed that 2-3 hours after the alleged issue began, she developed symptoms of "fatigue, lethargic, puking, and a headache." The patient claimed that the morning after the alleged issue began, she had a doctor's appointment and that her blood glucose was tested and the result was "high" (patient did not provide exact result.) The patient stated that the doctor's appointment was just to have her blood glucose tested. The patient mentioned that her insulin basal rate was increased by 4 units around the time the alleged issue started. During troubleshooting the cca confirmed that the subject meter did not need new batteries, that there was no known misuse to the subject meter and that the patient was using the correct test strips. The patient was unable to turn the subject meter on manually or with a test strips during troubleshooting. The alleged power issue was not resolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the reported symptoms do not meet lfs's criteria of a serious injury. However, this complaint is being reported as a malfunction since the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.